Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system would not prime" (failure to prime); "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system would not prime. The nurse could not clear the system message. A loaner system was retrieved and the cases proceeded. There was an hour and a half delay to begin surgery. No pts had been blocked, sedated, or impacted; there were no cancellations. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics controller pcb and load cell were replaced. The software was reloaded. The parts will be returning for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).